Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they had an infection from implant and the implantable neurostimulator (ins) never worked. The ins "never did attach and just kept working out of their body." The ins was eventually removed. The leads and extensions were left implanted. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
New information required the addition of patient and device codes. (B)(4) no longer apply.

Event description:
Additional information received from the patient reported that the cause of the implantable neurostimulator (ins) not working was that it was loose in her chest and would not bond with the tissue internally. The ins was moved down to her abdomen and proceeded to break through her skin. A (B)(6) infection was the result. With a five week course of vancomycin infusion, and two other antibiotics, the infection was resolved and the patient was finishing up at home. The "skull probes and harness" were still in place.